Event description:
Pt became hypotensive & blood noticed to be backing up in balloon catheter tubing. Balloon catheter was replaced. No harm to pt. Catheter was a 9.5 french intra-aortic balloon pump catheter. The pump itself did not malfunction; only the catheter.